Event description:
It was reported that shaft break occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon fractured. The device was removed and the procedure was completed successfully. There were no patient complications reported.